Manufacturer narrative:
Event date: exact date unknown, event occurred approximately one month after implant on (B)(6) 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20716808.

Event description:
It was reported that the patient underwent an explant procedure due to not getting pain relief. No device malfunction was suspected. The explanted device components were discarded by the hospital.

Manufacturer narrative:
Event date: exact date unknown, event occurred approximately one month after implant on (B)(6) 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20716808.

Event description:
It was reported that the patient underwent an explant procedure due to not getting pain relief. No device malfunction was suspected. The explanted device components were discarded by the hospital.